Event description:
A customer reported that during a cataract procedure, there was not enough phaco power when the surgeon was sculpting into a very dense cataract. The nurse replaced the phaco handpiece, however, this did not fix the issue. The nurse restarted the system and the surgeon decided to convert to an extracapsular cataract extraction. There was no harm to the patient.

Manufacturer narrative:
The surgeon was sculpting into a very dense cataract (grade 4) when he lost power in (footswitch) position 3 and the cde (cumulative dissipated energy) value was not changing. There was no system messages (sm) displayed. The nurse replaced the handpiece (hp); however, this did not fix the problem and the surgeon was unable to get power in position 3. The nurse restarted the system and surgeon decided to do an ecce (extracapsular cataract extraction) instead. There were two service records (srs) opened in correlation to the reported event. The first sr was opened because the system experienced no phaco effect. The customer requested machine and handpiece to be examined. The company representative had no access to the system and the sr was then subsequently closed. As a result, no service was performed as part of this sr. On the second sr, a review indicates the system had poor or no phaco. The company representative examined the system. The company representative checked all the ultrasound functions, also checked all the internal boards and connections. The company representative then tested the system. The system met all product specifications. There was no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Reviewed settings were listed as: in sculpt mode, the bottle height equaled 45cmh20. In torsional mode: 25-100%; vacuum: 23 millimeters of mercury (mmhg); aspiration: 25cc/min. In quad mode, the bottle height equaled 95cmh20; torsional 0-90%; vacuum: 330mmhg; aspiration: 33cc/min. The surgeon stated that he was moving between sculpt and quad initially to try to get power. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).